Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle and c-cover had foreign objects. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is no problem detected and for nozzle and c-cover had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the gastrointestinal videoscope's image became white during installation. There were no reports of patient involvement.